Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes. It is important to note that this customer has a history of copd and unspecified chronic respiratory issues. The customer did not mention the use of the soclean to the md despite contraindications. Reporting for due diligence.

Event description:
Customer reports coughing and shortness of breath. The md prescribed antibiotics.